Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy causing the reported failure to advance. The device met resistance with the guiding catheter during removal causing the reported difficult to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience xpedition 48 stent delivery system (sds) failed to cross the right coronary artery (rca) lesion. During sds removal, the stent strut caught the guide catheter edge and raised the strut. The device was fully removed and another sds was used in replacement. There was no adverse patient effect. Due to this issue, there was a slight delay, however, no clinical symptoms were reported. No additional information was provided regarding this issue.